Event description:
It was reported the bronchovideoscope exhibited a noised screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Screen noise was caused by a charged coupled device malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: oxidation and crystallization of the connector base, and dents in the insertion tube and peeling of the cover a root cause could not be identified. Based on the investigation results, the probable cause is reasonably inferred from available information, including component damage or degradation, environmental issues such as dust/dirt/humidity, optical issues, thermal issues, and electrical issues such as signal loss or circuit disconnection. The most likely cause of this complaint is expected to be a predictable or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.